Event description:
The customer reported an axsym bhcg result of 393 mlu/ml on a pregnant patient. The physician questioned the result because the patient's previous bhcg values had been higher. The sample retested at 8000 mlu/ml. No impact to patient management was reported.